Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the cgm started alerting for low at around 2:00 am. The patient¿s parent was treating the patient with glucose tablets multiple times until 4:00 am based on the cgm readings until they realized that the cgm readings were not increasing. The patient was asleep during the incident, so it was unclear if he felt any symptoms. The patient was taken to the hospital by their parent after they took a bg reading which was high at around 4:00 am. The patient arrived at the hospital around 4:30 am. There he was treated with insulin and was diagnosed with ketones (no reported value). The patient was discharged from hospital at around 2:00 pm the next day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.